Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice due to transferring to hemodialysis and returned the device to the (B)(4) facility. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temp test, but passed the rite electrical test. Accuracy confirmation and temperature verification tests were performed and passed. The device was power cycled with no problems encountered. An internal inspection of the device revealed no issues. The heater system functioned properly during the evaluation. The assignable cause for rite test failure - heater bag temp test was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to a heater bag temperature failed performance specifications, fluid delivered out of specifications.